Manufacturer narrative:
The device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as the device was not returned and no lot number was provided.

Event description:
A report was received regarding an orif of a fractured calcaneus and medial malleolus on an unknown date. The patient reported pain on unknown date. The patient was returned to the or on (B)(6) 2012 for removal of all hardware. It is reported that the patient's bone had healed and no new hardware was implanted. This is report # 1 of 4 for the same event.